Event description:
The customer reported that the piston was not moving up to connect with the reservoir and the insulin pump alarmed no delivery multiple times. The caller stated that he ended in the hospital with high blood glucose over 300mg/dl. The customer experienced excessive thirst and urination. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with scratched display window.